Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that during surgery, it was noted that the surgeon appeared to have problems with the target device. The distal drilling went astray. The surgeon complete the surgery via freehand-locking.